Manufacturer narrative:
On may 02, 2024, mentor received additional information regarding the patient's experienced. It was reported that the patient also experienced device extrusion on the left side. It was mentioned that the implant was exposed on the bottom part of the breast. On may 07, 2024, mentor received additional information from the healthcare provider. It was reported that there is no indication of device rupture and that there was lower pole weakness. It was also reported that an explantation date is not scheduled. All relevant information has been updated to reflect this additional information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Section d6b. Explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced device migration on the left side post-operatively. The patient reported that it was moving down or out of place. In addition, it was also reported that the nipple also became big. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
On may 22, 2024, mentor became aware that code b20-device not accessible for testing should have been added in section h6-type of investigation and erroneously omitted it from the previous. The code has been added to this report to accurately reflect this most updated information. Manufacturer¿s reference number: (B)(4).